Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the anterior cruciate ligament surgery, the button of the tightrope malfunctioned. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. -visual evaluation revealed that the tightrope® abs, button, round, concave, ø 14 mm, was scratched/damaged. -functional testing was not performed due to the damage to the device. Per surgical technique - lt1-000228 - technique: fixation over full tunnels - 1 - after passing the graft transtibially, attach the tightrope abs button to the proximal abs loop by inserting each side into its respective slot and pulling the button down to the spliced area where it will be locked onto the loop (1a). If using backup sutures, place them through the additional holes in the button. Pull the tightrope abs implant tensioning strands to advance the button to bone. Ensure the collar of the button enters the tunnel and the button is lying on the cortex(1b) - 2 final graft tension may now be set by pulling on the tensioning strands of the tightrope® implant. Cycle the knee and re-tension the implant as desired. Cut the tensioning strands flush. Alternatively, the tensioning sutures of the tibial tightrope ii abs implant can be tied over the abs button for additional fixation. -3 final fixation. The most likely cause of the reported failure can be attributed to improper surgical technique and/or the device coming in contact with another device during use due to surface damage.